Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented with a diagnostic anomaly on the pacemaker. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-13133 as the same event was previously reported in 2017865-2023-13006.